Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reports he fell on the ipg site (reference MFR. Report: 1627487-2016-05204) and last received stimulation a week and a half ago which was the day before he suffered the fall. The ipg was successfully recharged approximately three weeks ago. The sjm representative confirmed the issue. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy was resumed.